Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a heavy calcified left common femoral artery using a prostar xl device. Reportedly, while deploying the needles in a 6-french sized access site, resistance was met. The needles were backed-down and an attempt was made to redeploy the needles, but the deployment handle would not turn. The device was removed and the sutures from a second prostar xl device were deployed and set to the side. The access site was upsized to 11-french. After conclusion of the aaa repair procedure, the sutures of the second prostar xl device were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician believed that calcium was stuck in device. The physician is reportedly trained in the use of the prostar xl device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The prostar xl device was reported to have been deployed in a 6-french sized access site. The prostar xl instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheath. Additionally, the operator reportedly attempted to re-deploy the needles after the needles were backed-down. The IFU states under the precautions section not to attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath (refer to the technique for needle back-down section). The IFU also states under technique for needle back-down not to attempt to re-deploy the device after the needles have been backed-downed. Replace the device with another prostar xl, re-insert the introducer sheath, or apply manual compression. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer reported the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The prostar xl device was reported to have been deployed in a 6-french sized access site. The prostar xl instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheath. Additionally, the operator reportedly attempted to re-deploy the needles after the needles were backed-down. The IFU states under the precautions section not to attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath (refer to the technique for needle back-down section). The IFU also states under technique for needle back-down not to attempt to re-deploy the device after the needles have been backed-downed. Replace the device with another prostar xl, re-insert the introducer sheath, or apply manual compression.